Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, removal difficulties were encountered. The physician was attempting to retrieve the taxus express2 3.5 x 16 mm drug eluting stent into the guide catheter and a strut of the stent was lifted off of the balloon in the process. No additional information is available.